Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump displaying a blank screen. The customer's blood glucose level was 521mg/dl. The customer states they are waiting for device to come back to normal, to start treating their high blood glucose. Troubleshooting was conducted. The customer inserted new battery and device was functioning properly. Customer was advised to monitor device.